Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mpu was not returned for analysis. One log file ((B)(4)) was submitted for review. A review of the log file showed 256 events spanning approximately 1 day ((B)(6) 2019 per time stamp). On (B)(6) 2019 between 09:06:22 ¿ 09:07:14, a no external power alarm activated when the patient was connected to the mpu. The emergency backup battery (ebb) provided power to the system during this event. The no external power alarm cleared when the patient connected to battery power at 09:07:25. Shortly after 09:08:48, the patient reconnected to the mpu and a no external power alarm activated and the patient disconnected both power leads of the controller from the mpu, triggering another no external power alarm, and reconnected to battery power at 09:09:04. No external power alarms continued to activate when the patient was connected to both the mpu, as well as when the patient disconnected both power cables to switch between power sources. The ebb provided power to the system during these events and pump operation was not affected. The root cause for the no external power alarms was not conclusively determined through this analysis; however, it appears that some of the no external power alarms were caused by dual disconnection of the power cables. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly use the mpu as a power source as well as how to switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 3 years, 8 months, 15 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the mobile power unit (mpu) alarmed for no external power. Patient switched to batteries and device stopped alarming. Mpu was fully plugged into the wall. Patient powered the device back with mpu but it alarmed again. Patient switched to batteries and controller alarmed for 'call hospital contact' with a yellow wrench. Backup battery was re-seated but controller continued to alarm 'controller fault'. Controller was exchanged. Patient's mpu was tested with new controller and no alarms occurred. Additional information was requested but not yet provided.